Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge with insulin. Reportedly, the cartridge was filled with 300 units of room temperature insulin, and the customer received a fill estimate of 90 units. At the time of the call, the customer loaded a new cartridge and received an accurate fill estimate. There was no reported impact to the customer's blood glucose level.